Event description:
Litigation alleges that the patient suffers from pain, discomfort, and elevated metal levels.

Manufacturer narrative:
Additional information: the complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient dob added. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/24/2014 - sales rep reported revision surgery. Reason for revision not provided. Used medical device declaration for shipping form received. Dob provided. There is no new additional information that would affect the investigation. This complaint was updated on: 04/08/2014.